Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2021-03788. It was reported that the patient experienced ineffective stimulation due to high impedances. As such, surgical intervention took place on (B)(6) 2021 wherein the leads were explanted and replaced with new leads to address the issue. Reportedly, the leads were fractured.